Event description:
Reporter alleged obtaining a discrepant blood glucose result of 186 mg/dl back to back with a result of about 68 mg/dl on the advantage system when testing was performed within 10 minutes. Reporter stated that she was feeling hypoglycemic symptoms and she self-treated with candy. No other actions were reportedly taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.